Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. This event was reported as a relapse of a previous peritonitis event. The breach in aseptic technique was further described as touch contamination specifically patient did not wash their hands close enough, ¿outside contamination, flecks of skin possibly touched causing infection.¿ the peritonitis was manifested by stomach pain, and diarrhea. It was not reported if the patient was hospitalized for the event. The same day as the onset of peritonitis the patient was treated with vancomycin (dose, route, frequency and duration not reported). Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.